Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es unable to reset password. The customer stated that the malfunction occurred since nurses can manage to get the medication from the pharmacy it caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user was unable to reset password. A technical support specialist confirmed the user account was locked and advised the customer to contact hospital information technology team (it) to unlock the account, customer verified the issue was resolved by hospital it team. The system functioned as intended after the technical support specialist advised the customer resolved the issue.